Event description:
It was reported that the rv (right ventricular) lead was explanted due to inappropriates shocks caused by an apparent lead fracture. Information was subsequently received from an attorney alleging the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, and economic losses and other damages". Specific information regarding alleged injuries was not received. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. It was reported that the rv (right ventricular) lead was explanted due to inappropriates shocks caused by an apparent lead fracture. Information was subsequently received from an attorney alleging the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, and economic losses and other damages". Specific information regarding alleged injuries was not received. No further patient complications were reported as a result of this event actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d)lead conductor device was out of specification in a manner that relates to event lead(s), fracture of shock, inappropriate.